Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed the shock delivery test during the defib test. There was no reported patient involvement.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem could not be verified as the pca would not power up due to missing components. The missing components were installed onto the board and the device operated as normal with operational check successfully run. The defib test passed without issue.